Manufacturer narrative:
The treatment data files have been downloaded and reviewed by the manufacturer. The review confirmed the communication error #3 and general system failure reported by the customer. The manufacturer is aware of the problem with communication error #3 and general system failure. Further investigation of the incident will be conducted. No pt injury or clinical consequence was reported. A follow-up or final report will be submitted upon conclusion of the investigation.

Event description:
The customer reported a communication error #3 leading up to a general system failure after 7.5 hours of a crrt treatment. The nurse was able to give the blood back manually. No apparent series of alarms occurred prior to these 2 error codes.